Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced half height aux drawer 3-2 was not communicating on the bus due to improperly seated connections. A field service engineer reseated all connectors on the row board cable, the retractor band, and the pockets for drawer 3-2, as well as the row board cable at the drawer board, both ends of the retractor band, and all pockets for drawer 3-1 to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, drawers was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.